Manufacturer narrative:
Additional concomitant medical products: product ID 8835, (B)(4), product type: programmer, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving an unknown medication via an implantable pump. Indication for use was failed back surgery syndrome and spinal pain. The date of the event was (B)(6) 2019. It was reported a motor stall was seen at initial interrogation. It was unknown if the patient recently had magnetic resonance imaging (MRI). The personal therapy manager (ptm) had an error code 8476. The patient experienced dizziness . No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The reason for the dizziness was unknown. The pump was in a motor stall. The pump resumed the next day. The pump was replaced and was discarded. The cause of the motor stall was not determined. The motor stall and dizziness have been resolved. The patient¿s weight was unknown.